Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump left on a charger for several days would not power on, showed a solid blue circle with a lock symbol, displayed a low battery message, and indicated therapy had stopped; the issue was associated with the battery component and characterized as premature battery discharge. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem found, despite the initial report of premature battery discharge related to the battery, and the user was able to continue using the device after charging guidance. It was concluded, based on previously established findings for similar reports, that no problem was detected.